Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty bi board could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center for evaluation. The customer¿s reported problem was confirmed; the image disappears intermittently. The problem has been isolated to failure of the (bi) circuit board. Additionally, the evaluation noted the rear panel screw hole is cracked, and the screen flashes. The investigation is ongoing. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via service request that the customer high-definition liquid crystal display monitor has no image. The customer reported problem was found during an unspecified event. No death, injury or harm was reported.